Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: the pump's black box showed evidence of a pump reboot event and several call service 054/052 alarms. Evidence of moisture corrosion was observed on the bolus button and on the display inside the pump. No power interruptions or any alarms occurred during the investigation. There was additional evidence of moisture ingress on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.